Event description:
A consumer reports that they had an intraocular lens implanted in 2002. Since that time, their eyesight has gone from 20/209 to 20/40. The consumer also stated they have "minor macular." Additional info has been requested from the implanting surgeon.